Manufacturer narrative:
Product analysis: visually analysis confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 patient presented with pre-op diagnosis as: pseudarthrosis. For which patient underwent cervical posterior fusion at levels c2-t3. Intra-op, mas crosslink set screw was tightened, and then mas crosslink and mas cross locking screw were placed. During final tightening, hex part of the mas crosslink set screw broke. Whether fragments of the product remained inside the patient or not was unknown. No patient complications were reported.